Event description:
During a follow-up, noise and a decrease in sensing was observed. The physician decided to cap the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.